Event description:
It was reported that during a discotomy that the head of the bur broke off. It was further reported that the head of the bur was removed with a forcep. It was reported that there was no significant delay or change in procedure due to this event. It was further reported that there was no affect to the pt's outcome.

Manufacturer narrative:
Device not returned for eval. In addition, no lot number was provided for further investigation.